Manufacturer narrative:
System was used for treatment. Kit lot d153 was reviewed. There were no non-conformances. This lot met all release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for all complaint categories and no trend was detected for drive tube leak/break, alarm #16: collect pressure or alarm #7: blood leak? (Centrifuge chamber). Service order completed: service engineer replaced drive tube bearing clip, inspected drive tube clips and chamber parts, sensorized bracket and leak sensor, cleaned centrifuge chamber, bracket, door and gasket and performed system checkout procedure successfully. This assessment is based on information available at the time of the investigation. The product has not been received for evaluation at the time of this report, therefore investigation is still in progress. A supplemental report will be sent once investigation is complete. (B)(4). Device not returned.

Event description:
Customer called to report a blood leak at 85 ml whole blood processed (wbp). Customer stated they first received a collect pressure alarm at around 80 ml of wbp. Next, the customer reported having an alarm # 8: blood leak occurred at 85 ml of wbp. Customer reported it appears the blood leak occurred between the two bearing clips of the drive tubing. Customer reported the drive tubing was installed correctly. Patient was reported to be stable. The patient received ecp treatment on a different cellex system. Customer reported the leak detector strip is in place and does not appear to be damaged, but would like therakos' technical services to evaluate the instrument. Customer will return the kit for investigation.

Manufacturer narrative:
Multiple attempts have been made to contact the customer regarding the product return. Product was not received for evaluation hence the product return investigation was closed/canceled. If a product is received, the investigation will be re-opened and a supplemental report will be sent with the product return investigation findings summary. (B)(4).

Manufacturer narrative:
Smart card was received for analysis. Review of the data recorded on the returned smart card found the occurrence of a collect pressure warning, an accelerometer alarm, a system pressure alarm, and an air detected warning. The analysis was unable to find a recorded occurrence of an alarm # 8: blood leak. The data on the smart card does not confirm that a blood leak occurred in the drive tube, but an accelerometer alarm, followed by a system pressure alarm (for negative system pressure) and air detected warnings is consistent with a problem with a drive tube that resulted in damage to the drive tube. It cannot be determined from reviewing this smart card data if there was an issue with the drive tube or other parts of the kit. Trends were reviewed for complaint categories alarm #46: accelerometer system alarm, alarm #18: system pressure and alarm #1: air detected and no trend was detected for either of these categories. (B)(4). Device not returned.